Event description:
While wearing the external equipment, the patient reportedly experienced sound perception problems and intermittencies followed by no sound perception. The patient was seen for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device is to be scheduled.